Manufacturer narrative:
The customer reported complaint of the autopulse platform displayed error message ua 45 (not at "home" position after power-on/restart) was confirmed during archive review and initial functional testing. Archive date review indicated multiple error messages user advisory (ua) 45 (not at "home" position after power-on/restart) on the 12/12/2016. The archive also shows that the last day the platform was powered on was on 12/12/2016. The initial functional testing resulted in the autopulse displaying the error message ua 45 (not at "home" position after power-on/restart) upon power up. The root cause was found to be the driveshaft not being in [?]home position'. To remedy the reported complaint the service technician rotated the driveshaft back to the "home" position. During visual inspection, it was noted that the front and bottom enclosure were damaged. Autopulse is a reusable device and was manufactured on 08/30/2013. The damage found is characteristic of normal wear and tear for the life of the device. An additional repair and updates were completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The damaged front and back enclosures were replaced, after which the platform passed both the run-in and functional tests. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull the lifeband until the chest bands are fully extended. This action will move the driveshaft to its 'home' position.

Event description:
It was reported that the autopulse platform (sn: (B)(4)) was displaying error message user advisory (ua) 45 (not at "home" position after power-on/restart). No patient involvement was reported.